Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; left side baker grade ii, and right side baker grade iii postoperatively. Patient was going for capsulectomy and right side rupture was discovered during bilateral replacement surgery with catalog number smhx310; serial number (B)(4), and catalog number smhx310; serial number (B)(4) on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.